Event description:
Reportedely the pump was set to deliver an antibiotic over a two hour period. The pump delivered the antibiotic in 30 minutes. The volume of drug was 45cc, and the pump had been set to deliver at 22.5cc/hr. The i.v. Site was reddened and tender after this infusion. The site was changed and the pump was changed to continue the antibiotic thereapy for the child.